Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient's wound isolate (s. Aureus) was misidentified as s. Intermedius, then when repeated it was identified as s. Simulans. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4072114. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab report shows identifications of staphylococcus simulans, staphylococcus intermedius, pseudomonas aeruginosa and klebsiella oxytoca. To investigate, retention panels from the complaint batch were tested using in house and qc isolates s. Aureus a29213, s. Aureus a43300, s. Aureus 4757 and s. Aureus 7146 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch were inoculated with qc isolate s. Aureus a29213 and placed in a phoenix m50 and evaluated for identification results. The panels tested identified the isolates as s. Aureus, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient's wound isolate (s. Aureus) was misidentified as s. Intermedius, then when repeated it was identified as s. Simulans. No health impact or consequence reported.